Event description:
The following info was reported to kci by the nurse: on (B)(6) 2015, the pt was admitted to the hosp with the wound in "worse shape." No additional info is available. This initial info provided by the nurse indicated that the acti v.a.c. Therapy unit was not placed on the pt by the home health agency, although this info has not been verified. On (B)(6) 2015 the device was tested per quality control (qc) procedures by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on info provided, it cannot be determined that the alleged hospitalization due to wound "getting worse" is related to v.a.c. Therapy. There have been several attempts made to gather additional clinical info, but there has been no response.